Event description:
It was reported that during a gastrectomy procedure, the clip was not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.